Event description:
According to the reporter, during a gastrectomy procedure, the stapler did not fire. They replaced the device to resolve the issue in order to complete the case. There was no reported patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the device is received loaded with a fully fired 4.8mm sulu. Identifying witness mark from automatic firing fixture is present on instrument handle. The handle was cycled with the jaw closed. Two rows of properly formed staples were present. (See photo) no visual abnormalities were observed. Pmv performed functional testing; the black release button was engaged releasing the properly formed staples. The sulu was reset. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. If information is provided in the future, a supplemental report will be issued.